Manufacturer narrative:
Device identification, concomitant medical products, device evaluated by MFR, device manufacture date: additional information. Information about whether the pump was explanted was requested, but was not provided and the pump did not return. The replaced portion of the percutaneous lead was returned and evaluated. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Inspection of the outer jacket revealed an area where the silicone had bunched and overlapped approximately 9¿ from the metal connector. Further inspection revealed a small cut in the jacket approximately 9¿ from the metal connector. Rescue tape was observed approximately 2¿ through 6.5¿ and 9.5¿ through 12.5¿ from the metal connector. Removal of the tape revealed additional damage to the silicone jacket approximately 2.5¿, 3.5¿, 5¿ and 12.5¿ from the metal connector. The bionate layer was discolored but showed no other signs of damage due to wear or fatigue. The metal braided shield was frayed throughout the length of the driveline, with areas of severe break down approximately 2¿ through 4¿ and 11¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events. The driveline was then submerged in a saline bath for high potential testing to check the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events. It was reported that approximately 2 hours after the repair was completed, the patient experience addition pump stops while connected to a grounded cable. The patient was kept on a non-grounded patient cable until undergoing an hmii to hmii pump exchange on (B)(6) 2019. Multiple attempts were made to obtain the explanted pump; however, no additional information was provided by the account. Heartmate ii lvas, serial number (B)(6) was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture's investigation conclusion: the evaluation of the device confirmed internal driveline wire damage that would have contributed to the reported pump stoppage events captured in the submitted log files. The device was returned assembled with the driveline (dl) severed approximately 8.5¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 29¿. A repair site was observed from a previous distal-end repair on the 29¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the device , visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline repair was performed on 22jan2019 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. Damage to the outer silicone jacket was observed approximately 2.5¿, 3.5¿, 5¿, 9¿and 12.5¿ from the metal connector. Visual examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have resulted in the reported events. Additional hi-pot testing of the driveline segment did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in reported events. Both the pump-end segment and the 29¿ distal portion of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. Visual examination of the pump-end dl segment revealed breaches to the orange wire approximately 4.25¿ from the pump housing. Further inspection revealed breaches to the insulation of all 6 wires approximately 5.5¿ through 6¿ from the pump housing. All observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining driveline sections revealed no obvious breaches to the wires. Hi-pot testing of the remaining dl sections did not reveal any additional areas of current leakage. If the exposed conductors of the yellow, green, brown, black, red or orange wires contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the pump stop events captured in the log files. These events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit (mpu) or battery power.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a pump stoppage was observed and the patient experienced chest pain. Technical services reviewed the submitted log files, and a pump stoppage was confirmed. X-rays showed 2 suspect areas of shield thinning on external portion of driveline. On (B)(4) 2019, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Approximately 2 hours following repair, pump stoppages occurred again on grounded power module patient cable. The patient was given an ungrounded power module patient cable. On (B)(6) 2019, the patient underwent a pump exchange. No additional information was provided.